Event description:
Patient complained of clicking sound, pain and swelling in knee for three months prior to revision. Conservative action failed to reduce symptoms. Revision disccovered worn through area on patellar component. (2mm x 3mm) with metal debris in synovium, and slight scoring of femoral component. Active/heavy patient. Replace with all-poly patella debris removeddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.